Event description:
Healthcare professional reported pt on baxter 550 hemodialysis device with a goal weight to be removed set at 1.7 kg over a three hour duration. After 2 hours, 3.5kg had been removed. Normal saline was administered and pt stayed facility until stable. Healthcare professional reported no adverse symptoms were noted.